Event description:
Revision surgery - due to pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 1.3 years of patient use. The outcomes attributed to this event are non-serious. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was left in the patient. A review of the device history records showed no non-conforming material reports associated with this product. One non-conforming material report was associated with the sleeve part number (B)(4) due to marking due to a print error, the parts were acceptable and the print was noted to be updated. (B)(4). The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.